Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The e-100 generator was analyzed, and failure analysis investigation was unable to replicate or confirm the reported issue. This unit was installed onto the test system and tested with a testing instrument. The e-100 worked without any issue. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sleeve to gastric revision surgical procedure, the e-100 was not recognizing the vessel sealer extend (vse) instrument. The customer had tried to power cycle the e-100 with no change. Intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer to depress the e-100 power button for 3 seconds and then power on the e-100. The customer proceeded with the integrated electrosurgical unit (iesu/erbe). The customer did not have any information on the e-100 led status. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting recognition issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the fse was able to replicate the reported issue. The fse replaced e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi received the unit; however, failure analysis is in progress. A supplemental MDR will be submitted if any additional information is received.